Event description:
The customer was hospitalized for low bgs. The cause of low sugar level was unknown. The customer was disconnected during rewind and prime. The insulin type and concentration was correct. Troubleshooting was performed. The programming and histories on the pump were accurate. Pump passed all the testing. Suggested that the customer call to their doctor to discuss possible causes of low bgs. In addition the customer also had stomach sickness. Bgs were high after set changes.